Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A definitive root cause could not be determined; however, based on the results of the investigation, it is surmised that no image was displayed due to the wrong connection.  Olympus will continue to monitor field performance for this device.

Event description:
Where the event was found was unknown. Three attempts were made to the user facility for additional information without a reply.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Additional information regarding the event was requested and no information has been provided. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the loaner video system center is displaying an e316 peripheral error, and no image is being displayed. This issue was found during an unknown diagnostic procedure. There were no reports of patient harm. An olympus technical assistance center employee instructed the customer to check the usb connections on the back of the video system center. The customer advised the keyboard was connected to the adaptor port and there was a serial digital interface (sdi) cable connected from the comp out in the video system center to sdi in the monitor. By following instructions provided to the customer, the customer connected the keyboard to the keyboard port in the video system center and connected the sdi cable to the sdi out port. The customer then confirmed the e316 error had cleared, and the image was displayed.